Event description:
The customer reported observation of advia centaur cp total hcg (thcg) discordant (elevated) patient results with reagent lot 357. Initial results were reported, and a physician questioned a result. The patient samples were retested on a different advia centaur cp instrument and all results were lower and corrected reports were issued for (B)(4) samples. The customer found that quality control was in range before initially testing the patient samples, but as per their lab protocol, one qc level (l3) was run after patients, and it was just outside of range. The patient results had been released because it was considered acceptable. The initial instrument was re-calibrated, and samples were retested and were lower than the initial results. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with this event.

Manufacturer narrative:
Siemens concluded investigation for a customer report of discordant (elevated) patient results on the advia centaur cp total hcg (thcg) assay with reagent lot 357. On (B)(6) 2024, the customer states that all three levels of quality control (qc) were within range prior to running patient samples. Samples were tested, and following, they ran one level of qc that was just outside of their laboratory range. A physician also called and questioned a thcg value that resulted during this time. The customer retested the patient samples on a different advia centaur cp instrument and lower results were obtained and were reported as correct. Siemens customer service was dispatched to the customer site and performed a total service call to evaluate the system. The sample and reagent probe alignments were optimized, and the ionizer was replaced to address signal errors. Following service, thcg was recalibrated, and qc and master curve material was tested and recovered within acceptable limits. The system was left operational and the thcg assay is running within specification. The reported issue was resolved by routine service actions and recalibration.